Event description:
Note: this report is one of two that pertain to the same event (MFR report # 3005099803-2012-01862 and MFR. Report # 3005099803-2012-01863). It was reported to boston scientific corporation that a solyx single incision sling system and a pinnacle pelvic floor repair kit (specific type unknown) were used during a procedure performed on (B)(6) 2009. According to the complainant, the patient experienced complications, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.